Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had an audio anomaly. The device does not give audio anymore. The customer¿s blood glucose during the incident was unknown. No troubleshooting was performed. The insulin pump will not be returned for analysis.